Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-04131. Same patient as MFR ID #: 2134265-2010-04130, 2134265-2010-04135, 2134265-2010-04133, 2134265-2010-04134, 2134265-2010-04137. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and restenosis. The target lesion was located in the right coronary artery (rca). It was treated with placement of 1 unknown size taxus express2 stent. Four years later, the patient presented with a 95% stenosed complex lesion in the mid rca. It was treated with placement of a 3.0x28mm taxus express2 stent with good angiographic results. At 590 days post the second stent deployment, the patient experienced an st elevation myocardial infarction with a peak ck of 632, troponin of 14.5 and development of small inferior q-waves. Cardiac catheterization revealed tight mid rca stenosis at the level of the right ventricular branch with timi-1 flow and 80% stenosis in the distal rca. It was treated with placement of an unknown size taxus liberte stent and a 3.0x16mm taxus liberte stent.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).